Event description:
It was reported that during an anterior cruciate ligament surgery the sutures of the device tore during implant insertion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-1588rt-2j, tightrope® ii rt, batch 15382497, was received for investigation. - visual evaluation of the device noted that the suture system was bunched at the button, and the sutures were damaged/frayed. - functional testing was not performed due to the damage to the device. - the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. - the complaint allegation is confirmed.